Event description:
Pt underwent cervical stabilization surgery in 2004 at c4/c5-c6/c7. A three level tinica cervical plate was implanted and held into place with five (five) 12mm trinica variable angle screws and 2 trinica fixed angle screws. The physician in this case used a trinica bone tap, (lot # p020877) to create an entry path into the vertebral body (c5) when the tip of the bone tap broke off inside the vertebral body. The broken piece was not removed and subsequently, no screw was implanted in that location. As of 4/2004 there has been no report of pt discomfort/pain/problem as a result of the surgery.